Event description:
During follow-up, noise resulting in oversensing, pacing inhibition and dizziness were observed on the right ventricular (rv) lead. The event was resolved by capping and replacing the rv lead. The patient was in stable condition.

Event description:
During follow-up, noise resulting in oversensing, pacing inhibition and dizziness were observed on the right ventricular (rv) lead. Abbott technical support was contacted and suggested the oversensing may be due to myopotentials. The event was resolved by capping and replacing the rv lead. The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Device session records were sent to abbott technical support for review and oversensing was confirmed. However, the cause of the oversensing was unable to be determined as the product was not returned. Based on the information received, the cause of the reported incident could not be conclusively determined. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.